Event description:
It was reported that an one-link non-dehp standard bore catheter extension set leaked at the hub where the set connected to the catheter. This occurred during a dynamic contrast injection using a power injector for a breast magnetic resonance imaging (MRI). The catheter was tightly connected to the hub of the set (connector). Repeat imaging was performed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.